Event description:
The initial reporter received questionable elecsys troponin t hs stat results for two patients tested on a cobas e411 rack. The initial troponin results were not reported outside the laboratory. The customer performed repeat testing with the samples. On (B)(6) 2022, sample identifier (B)(6) had an initial troponin result of 30.64 pg/ml. The patient's repeat troponin result was 214 pg/ml. On (B)(6) 2022, sample identifier (B)(6) had an initial troponin result of 34.68 pg/ml. The patient's first repeat troponin result was 1310 pg/ml. The patient's second repeat troponin result was 35.62 pg/ml. The troponin reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer checked the liquid level detection. He inspected the sample arm/reagent pipette and sipper positions. He confirmed preventative maintenance and customer maintenance were acceptable. He replaced the sample/reagent syringe tubing. He performed performance testing with acceptable results. The customer tested a patient's sample in duplicate for troponin. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.